Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient pressed go to initiate therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient pressed go to initiate the initial drain phase before connecting to the homechoice machine. The technical service representative assisted the patient in ending therapy and advised them to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.